Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing disconnected from the quick release while she was sleeping. Reportedly, her blood glucose 2 weeks ago was 400 mg/dl and 2 nights ago, it was 263mg/dl. No further information available.